Event description:
The user facility reported a 19-year-old male (unknown race and ethnicity) undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported it was impossible to advance the impella 5.5 into the aortic arch due to abnormal vasculature. A femoral approach was also tried and was unsuccessful. Patient was returned to the intensive care unit and expired shortly after.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.